Manufacturer narrative:
Field service specialist visited the account and no problem was found with intralase laser. A clinical development manager visited the account and the account reported they didn¿t have anything new in the operating room at the time these cases started. But since then, they have changed: brushes the surgeon uses intraoperatively on the stroma and on the flap; the soap they use to clean instruments; the heat sterilizer; and the instruments. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported on (B)(6) 2014 multiple patients presented post operation with diffuse lamellar keratitis (dlk). On (B)(6) 2014 account reported that the patient on this report had surgery back on (B)(6) 2014 in both eyes. He presented one day post-op with dlk in both eyes. The current dlk stage is iii. They also reported that patient was currently receiving treatment with topical steroids and flap lift and rinse with alcohol. No date was provided for the flap lift and rinse procedure. Patient is responding to treatment and dlk has resolved. No loss of best corrected visual acuity (bcva) reported.